Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power event. The patient reported to the clinic with the controller clock not set. The ventricular assist device interrogation showed a no external power followed by a pump stop immediately after a clock reset on 10may2022 at 04:01. The log files showed data from 05may2022 to 10may2022 at 4:01 before the controller clock reset. The patient had not connected to the power module/mobile power unit (mpu) throughout the history. On 09may2022 at 7:22 the patient appeared to have fully charged batteries. There were several power cable disconnect events recorded after this event that indicated there was a weak connection between the batteries and clips that did not affect motor function. On 10may2022 at 3:50 a low battery advisory alarm occurred. At 3:52 there was a low battery hazard, and at 4:01 the log file indicated the backup battery (ebb) was used to support the system. The patient was sleeping at the time of the alarms and denied hearing them. The patient was okay with no symptoms. There was wear noted on the controller and the controller would be exchanged. Related manufacturer reference report: 2916596-2022-11082.

Event description:
Additional information: the controller was exchanged and the power cable disconnect alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the full depletion of the external batteries resulting in the loss of the clock as well as atypical power cable disconnect events was confirmed via the log file analysis. The log file captured intermittent power cable disconnect alarm events on may 9 and 10. On (B)(6) at 7:11 pm. Between may 9 8:21 pm and may 10 at 2:33 am, intermittent power cable disconnect alarm events were captured relating to battery fuel gauge voltage signal loss. It was noted the intermittent alarm events was captured when both cables were connected to the 14v batteries/clips. On (B)(6) at 3:50 am, a low voltage alarm event was captured relating to depleting 14v batteries. At 3:52 am, a low voltage hazard alarm event became active. At 4:01 am, a no external power alarm became active, which the system controller reverted to the internal 11v backup battery for power. The system operated until the internal 11v backup battery became depleted. On the default date of january 1, 2001, a fully charge 14v battery/clip was connected to the white power cable and the system recovered to the set speed value of 9,600 rpm. The clock not set fault was active suggesting the system controller had loss power. Additional information indicated the suspected product will not be returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. The system controller (serial #(B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Also, the reported event of the patient sleeping on external 14v batteries/clips was confirmed via the log file analysis. From (B)(6), the data indicated power exchanges were performed between 14v batteries. The data did not indicate a change to the power module or mobile power unit during this time frame. Per the manual, under power the system section, has warnings regarding sleeping or when there is a chance of sleep, ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms.¿ device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 07sep2016 heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. Also, regarding sleeping or when there is a chance of sleep, ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms.¿ in section 2 of both manuals, covers replacing the running system controller with a backup controller. In section 8 (rev. C, under equipment storage and care) and section 6 (rev. B, under caring for the equipment), describes the process of cleaning the battery contacts and clips. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.